Event description:
It was reported via repair work order that the footboard had intermittent power due to the main footboard connector and coil cord connector being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.